Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended swapping the graphic user interface (gui) with a known good unit to view the diagnostic codes. The customer reported to have replaced the gui central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and verified that the gui cpu was replaced and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien rec'd info stating that an 840 ventilator had lines across the display. The ventilator was not in use on a patient at the time the malfunction occurred.